Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Device evaluation: the dilator was returned inside the sheath. Blood was observed between the sheath and dilator. The dilator was observed to be slightly crimped. The iab catheter was not returned for evaluation. The sheath was measured and was found to be within specification. The reported difficult/ unable to advance iab into sheath cannot be confirmed by the evaluation as the iab was not returned and we are unable to mimic the clinical setting. The evaluation confirmed the reported damage to the sheath however we are unable to determine how this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
Device evaluation: the dilator was returned inside the sheath. Blood was observed between the sheath and dilator. The dilator was observed to be slightly crimped. The iab catheter was not returned for evaluation. The sheath was measured and was found to be within specification. The reported difficult/ unable to advance iab into sheath cannot be confirmed by the evaluation as the iab was not returned and we are unable to mimic the clinical setting. The evaluation confirmed the reported damage to the sheath however we are unable to determine how this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that the intra-aortic balloon (iab) was unable to be advanced during insertion. The customer claimed that the sheath had folded up like an accordion. A 40cc iab was then inserted without issue and therapy was successfully initiated. There was no patient harm or adverse event reported.